Manufacturer narrative:
Additional information was received on 11-may-2025. The patient was not evaluated for vision difficulties prior to both procedures with qdot and varipulse. Transient ischemic attack (tia) was confirmed for the procedure with qdot catheter. Imaging done at the day showed signs of old tia but timing was not identified. On (B)(6) 2025 redo with qdot (mapping with pentaray). Procedure time 57 min, rf time 17min (77 applications). On (B)(6) 2025 the patient had tia symptoms. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac alation procedure with a varipulsetm catheter and the patient suffered a cerebrovascular accident (cva). It was reported that the patient had a cardiac ablation with a varipulsetm catheter which occurred a few months ago. Then during a re-do procedure on (B)(6) 2025 with a qdot catheter, they suspected a transient ischemic attack (tia). The patient experienced symptoms of some difficulty with vision. Therefore, imaging was done and it was said that it was related to some "older event". Additional information received on 30-apr-2025 indicated that the findings from the brain scans/MRI were signs of "past lesions", which happened before the (re-do) case; however, unclear when. The patient did not have a history of stroke prior to the varipulsetm catheter ablation. The patient did not have any anatomical abnormalities. The tia symptoms occurred after the re-do rf ablation procedure with the qdot catheter. The patient did not have the same vision issues prior to the re-do rf ablation procedure. The patient had some eye operation before. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, it was assessed to report from the re-do procedure the "older event (past lesions)" as a possible cerebrovascular accident under the varipulsetm catheter. The re-do procedure tia event was reported under 2029046-2025-01490.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 08-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).